Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6a, d6b, h6.

Event description:
Device was explanted and replaced and it is available for return.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture and silicone migration: observed broken device through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional "rupture", "3.3 cm mass with silicone density, probable extruded silicone" and "oval circumscribed mass with a snowstorm appearance measuring 2.3 x 1.6 x 3.6 cm compatible with extracapsular silicone". This record is for the right side. Device was explanted.

Manufacturer narrative:
Reason for reoperation: rupture and migration. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional "rupture", "3.3 cm mass with silicone density, probable extruded silicone" and "oval circumscribed mass with a snowstorm appearance measuring 2.3 x 1.6 x 3.6 cm compatible with extracapsular silicone". This record is for the right side. Device remains implanted and it is unknown if the device will be returned.